Event description:
Caller states the pt tested 1.9 inr on the coaguchek s system while a comparison lab returned as 3.0 inr. No treatment info provided. No adverse event reported. Requested return of suspect system, however, pt no longer has the test strips.

Manufacturer narrative:
The event occurred in foreign country.